Event description:
Philips received a complaint by the customer on the v60, indicating that there was an error for high blower temperature that had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the high blower temperature (diagnostic code 1122) in review of the device event log. The remote service engineer (rse) reviewed the suggested repairs in the service manual with the customer and advised of the following steps: verify the air inlet filter is not dirty or blocked, verify that the cooling fan is operational, and/or replace the blower. The customer then stated that the cooling filter was dirty and occluded. The cooling filter was then replaced. After the cooling filter was replaced, the customer stated the unit passed all performance verification testing (pvt). The customer replaced the cooling filter to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.